Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen on (B)(6) 2023. On (B)(6) 2023, the patient experienced a stumble and fall. The patient was unable to recall what the cgm display device was doing at that time. There was no documentation of cgm alerts, or alarms. The patient cannot recall whether the bg was checked at that time. An ambulance was called and the patient was transported to the emergency department (ed). There the bg was 50 mg/dl while the cgm was 210 mg/dl. The patient had no symptoms of hypoglycemia. The unspecified pump was removed and the hypoglycemia was treated with carbohydrates. The patient underwent CT scan and underwent other treatments due to covid. During the hospitalization, the patient was also treated with short acting insulin based on cgm values from the app per routine diabetes management. At the time of the report, 2 days after the event, the patient was already discharged and feeling fine. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. The reported glucose values fall within the e zone of the parkes error grid. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.